Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that starting on (B)(6) 2017 the patient¿s stimulation suddenly started increasing on its own and was ¿zapping¿ her. It was only happening when the patient is standing up. She was able to turn therapy off to stop the ¿zapping.¿ on (B)(6) 2017 when she went to turn therapy back on the next day, it ¿zapped¿ the patient again, and the stimulation had increased from 1.80 volts to 3.90 volts. The morning of the report when the patient had turned therapy back on, it was set at 2.00 volts which was good for the patient. When the patient went to the grocery store, it ¿zapped¿ the patient again. The patient synced the patient programmer with the implantable neurostimulator and the stimulation level was at 4.00 volts and was on. Increasing and decreasing the stimulation as appropriate did not resolve the issue. The patient¿s adaptivestim is always enabled, and she never turns it off. The patient was able to successfully turn off adaptivestim with help. It was reviewed that the patient would need to manually adjust stimulation until the patient can be seen for potential reprogramming and evaluation with the health care provider and manufacturer representative. While troubleshooting with patient services, the patient tried turning therapy back on again and it ¿zapped¿ the patient again. This time, the patient was in a sitting down position. This is the first time that it had happened while sitting. This was considered a sudden change that had been occurring since (B)(6) 2017. No further complications were reported.